Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaw boots were had signs of usage and tissue remnants. The shaft was kinked in the middle. There was some evidence of blood on the tips and handle. Resistance and jaw force measurements passed specs. The unit failed the temperature heat up test. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. The distal jaw tips assembly was opened up and a small tear and evidence of melting were found in the shrink tubing on the welder unit wire. Based upon this observations, the reported complaint for "would not activate" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 endoscopic vessel harvesting system would not activate. A pre-test was done prior to the procedure; and it passed test prior to use, but it had a bend in it. The harvester completed the lower leg portion of the procedure. They began to start the upper leg and it was noticed that the unit would not activate. The harvester did wait the necessary time in between, thinking the safety mechanism had engaged. However, the device did not return to working mode after over 1 minute of waiting. A new kit was used to complete the procedure. There were no pt effects. In a follow-up communication with the hospital, the reporter stated that the unit was bent out of the box, but they still used it. The product was returned.